Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient claimed to have headaches since the device was implanted. The patient was noted to have been hospitalized twice due to headaches. The patient was noted to have had an allergic reaction. The system was explanted and not replaced. No further patient complications have been reported as a result of this event.